Manufacturer narrative:
At this time, the pt was unable to identify the devices implanted, but believes them to be either rejuvenate or abg ii. Additional info has been requested and if received, will be provided in a supplemental report.

Event description:
It was reported that the pt is currently experiencing pain in the groin and hip area. He is unable to lift his leg and is in extreme pain. He has had blood tests, and an MRI showed a growth around the implant. He will require a revision.